Manufacturer narrative:
One device was received for analysis. Review of service history found no previously reported services. Log events were reviewed and there were no errors related to the customer complaint that the pump failed accuracy/verification testing of volume delivery due to unknown software issues. Visual and functional testing was performed. All tests passed within specifications. Three delivery tests were performed in which the result was within the allowable range with delivery. The complaint was not confirmed, and probable cause was not determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy/verification testing of volume delivery due to unknown software issues. There was no reported patient involvement. Per reporter, the device test was repeated a total of four times and was found to be outside of the volumetric specification. Reporter stated that the retesting was performed to confirm the first event.